Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was not impacted by this issue. Reportedly, using different infusion sets resolved the occlusion alarms.